Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01837. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01837. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy on (B)(6) 2008 in order to treat stress urinary incontinence and cystocele. It was reported that on (B)(6) 2008 the patient experienced vaginal bleeding and closure of vaginal wall possibly related to mesh exposure. It was reported that the patient underwent reclosure of vaginal wall, excision of anterior vaginal mesh, and vaginal graft inlay: cook surgiss vaginal graft on (B)(6) 2008. It was reported that the patient underwent removal of mesh and a cystocele repair on (B)(6) 2011. It was reported that the patient underwent bladder reconstruction with fascia hammock on (B)(6) 2012. No additional information was provided. (B)(4).